Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue samples from an unspecified run(s). The complainant advised that "the reagent in the bottles appears to be correct" and that the instrument was not being used to process patient samples following the identification of sub-optimal tissue processing reported in this complaint. On 01/15/2015, leica biosystems received information that all tissue samples exhibiting sub-optimal tissue processing were diagnosable. Investigation of this complaint by leica biosystems is in progress.